Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic general surgery procedure was performed when the issue happened. The procedure was completed as planned. A philips field service engineer (fse) visited the site and confirmed the reported problem. Upon troubleshooting, fse found that the system failed to save images during use because the ipc hard drive was full. To resolve the issue the fse replaced the hard drive on ipc. After replacing the hard drives on ipc, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully complete it as planned. The procedure was finalized without any delays on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to store images, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.